Manufacturer narrative:
Block g2: clinical study name: axios ge for goo ide study. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of endoscopic clips used to close the gastric opening.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the jejunum for treatment of a gastric outlet obstruction during a procedure performed on (B)(6) 2025. During the procedure, the initial stent did not expand and was subsequently removed. Visualization was limited due to the presence of ascites. No contrast leakage was observed, and it remained unclear whether the jejunum was punctured. The gastric opening was closed using endoscopic clips. A standard duodenal self-expanding metal stent was then successfully deployed across the stricture. The patient experienced some post-procedural pain but is currently recovering well. The patient experienced post-procedural pain but is currently stable and recovering well. No other patient complications were reported.

Manufacturer narrative:
Block g2: clinical study name: axios ge for goo ide study. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of endoscopic clips used to close the gastric opening. Block b5 has been updated with the additional information received on july 02, 2025.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum for treatment of a gastric outlet obstruction during a procedure performed on (B)(6) 2025. During the procedure, the initial stent did not expand and was subsequently removed. Visualization was limited due to the presence of ascites. No contrast leakage was observed, and it remained unclear whether the jejunum was punctured. The gastric opening was closed using endoscopic clips. A standard duodenal self-expanding metal stent was then successfully deployed across the stricture. The patient experienced some post-procedural pain but is currently recovering well. The patient experienced post-procedural pain but is currently stable and recovering well. No other patient complications were reported. ***additional information received on july 02, 2025*** it was reported that the patient passed away on (B)(6) 2025, due to an underlying condition: duodenal cancer.